Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device failed to be interrogated during a routine follow up in the clinic. Premature battery depletion was suspected. The patient was asymptomatic. The device was explanted and replaced. The patient was stable throughout the event.

Manufacturer narrative:
Additional information: the reported event of "no communication" was confirmed and determined to be due to low battery voltage from premature depletion. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.